Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving gablofen (2000 mcg/ml at 420.2 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2015, it was reported that it was confirmed that the pump had flipped. The patient was put on the schedule for a pocket revision on (B)(6) 2015, but it was canceled. Additional information was received a company representative on (B)(6) 2015 and it was reported that the plan was to revise the pump on monday ((B)(6) 2015). The reporter wanted to calculate how much drug was left in the pump. The last session report from (B)(6) 2015 was reviewed and based on the information in the report the pump would have been empty a few weeks ago. The low reservoir alarm volume was set at 2 ml with a low reservoir alarm date of (B)(6) 2015. Based on the information the reporter had, they were planning on keeping the dose the same, but the reporter would check with the physician since the patient had been without drug for some time. Additional information was received from a company representative on (B)(6) 2015 and it was reported that the patient's surgery was today. They were able to successfully flip the pump back over without disconnecting the catheter. Everything looked intact/patent. The pump was empty. It was refilled with gablofen 2000 mcg/ml and the dose was set at 200 mcg/day. The patient left the operating room in satisfactory condition. The patient's other medications/pertinent medication history, cause for the flipped pump, troubleshooting related to the flipped pump, symptoms related to the empty pump and cause for the empty pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.